Manufacturer narrative:
Lens was removed/replaced in the initial surgery. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis toric intraocular lens (model zct225, +29.5 diopter) was removed and replaced in the same surgical procedure with a model za9003 because patient¿s capsular bag broke. Additional information was received and it was learnt that during the removal procedure an incision enlargement and vitrectomy were required. No further information provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 7/16/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection shows the lens case was received in open condition with no lens contain in it. Further examination shows that the lens was found loose outside the daisy wheel. The product was decontaminated. The lens was inspected by a qualified final inspection manufacturing specialist using 12x magnification shows few scratches observed in the middle of the lens near to the cutting area. Unable to determine if these scratches as a result from lens cutting process during removal and replacement. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.